Event description:
A malfunction was reported on the pump by the caller, but no significant events occurred before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, provided information for resolving the malfunction, confirmed that the pump could continue to be used, and advised the caller to contact them if the issue recurred. The caller acknowledged and understood the instructions.